Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18878596, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the patient's implantable pulse generator (ipg) and paddle spinal cord stimulator (scs) lead were explanted. The explanted devices will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.